Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical products: 16" super knee splint. Concomitant medical products: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing pain while using the orthopak device. The patient wore the device for two (2) days. The pain was under the skin. The patient describes the pain as a throbbing toothache. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient did reach out to her doctor and received a signed script for the patient to switch to a different device for treatment. No additional patient consequences have been reported.

Event description:
It was reported by the sales representative that the patient stated the unit caused a level of 10 throbbing. Patient stated she wore the unit for 2 days and can't put any weight on the leg. Pain is under the skin. The patient contacted her physician and stated that throbs are like a toothache. She took a break for 4 days from the treatment and was going to try it again. If she feels immediate pain again, she will contact the doctor to see what he/she says. Then she will let us know. Nothing was shipped to the patient at this time. It was later reported that the patient was having difficulty with her unit and she would like to switch the unit to a bhs and see if that changes the outcome of her discomfort. No additional patient consequences have been reported. The orthopak stimulator was returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the orthopak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the orthopak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one orthopak stimulator part no. 1067718 with serial number t33639 received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The failure was not confirmed for the reported condition of the "experienced throbbing and pain". The unit was tested, and the unit stopped beeping when the dummy load was entered. Review of complaint history identified (09) total complaints from (nov 13, 2019) to (nov 13, 2020) for pn (1067718, 1067719) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "throbbing and pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.